Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. No product was returned. As per clinical first and second 5.5 pump would not cross aortic arch and after multiple attempts with torque and pressure on second pump the catheter caused to bend due to resistance at aortic arch. The cause of the delivery issue was most likely patient condition related with both pumps unable to pass aortic arch after multiple attempts per procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male (unknown race) patient was to be implanted with an impella 5.5 device for mechanical circulatory support. The pump implant was attempted and the physician could not cross the aorta due to the patient's anatomy. An impella cp pump was subsequently implanted for patient support.